Manufacturer narrative:
The device was received. Investigation is not yet complete.

Event description:
Device malfunction: failure to deploy - thumb advancer. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, during thumb advancer deployment, resistance was felt and exchange sheath splitting could not be completed. A dilator was inserted into the access ports to retract the thumb advancer proximally; the safety release slider was activated retracting the locator wings, which released the device from the tissue tract. Manual compression was applied to achieve hemostasis. No adverse pt effects was reported. Though requested. No additional info was provided.